Manufacturer narrative:
Siemens filed the initial MDR on 01/27/2012. Siemens healthcare dx has implemented a field correction (urgent device recall ur005-2012-04-26, april 2012) for the immulite 2000/2000 xpi insulin assay lots 312-316.

Event description:
Discordant low insulin results were obtained for patient samples on an immulite 2000 analyzer. The customer ran a correlation study using their prior lot of insulin reagent and lot 312. The insulin results obtained with lot 312 lot were lower, and the customer reported seeing more results flagged with "error", and frequent results of "<2.0" with lot 312. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant low insulin results.

Event description:
Discordant low insulin results were obtained for patient samples on an immulite 2000 analyzer. The customer ran a correlation study using their prior lot of insulin reagent and lot 312. The insulin results obtained with lot 312 lot were lower, and the customer reported seeing more results flagged with "error", and frequent results of "<2.0" with lot 312. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant low insulin results.

Manufacturer narrative:
The 510(k) number has been corrected: k022603.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) about the discordant low insulin results with lot 312. The cause of the discordant low insulin results is unknown at this time. This incident is currently under investigation. (B)(4) 2012 additional information: the immulite 2000 insulin imprecision on lot# 312 has been investigated by siemens. Siemens has determined that the cause of the immulite 2000 insulin imprecision on lot# 312 is due to a reduction in the concentration of the insulin bead coat antibody (raw material). Siemens became aware of the additional information on (B)(4) 2012. The device is running within specification. No further evaluation of the device is necessary.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) about the discordant low insulin results with lot 312. The cause of the discordant low insulin results is unknown at this time. This incident is currently under investigation.